Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 519 mg/dl. The customer was treated for high blood glucose with pen. The customer was explained the 2 high blood glucose rule. Customer stated that the drive support cap is flush. Customer is not calling back to perform the high pressure test. Customer refused to troubleshoot for the rest of the high blood glucose.